Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: gap between cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a gap between cable unit, the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the screen of the autoclavable camera head displayed multicolored vertical lines and turned black. There were no reports of patient harm.